Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Surgeon reports a pt presented with a wound dehiscence at an unspecified time following an unspecified surgical procedure. The pt was returned to surgery for repair. Surgeon reports knotting technique has not changed. No further info was provided.